Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 483 mg/dl. The customer used the pump to try and correct. The customer reports the alarm was resolved by a complete set change. The customer was unable to troubleshoot because she changed the set when it would happen. The customer was advised to call when alarm occurs in order to troubleshoot. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 483 mg/dl. The customer was treated with the insulin pump.